Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. During a procedure involving a 2.00mm x 20mm fg emerge balloon, the balloon had a pinhole rupture near the center of the balloon while inside the patient. The device was removed and the procedure completed with a different device. There was no injury to the patient, and the patient was in good condition after the procedure.